Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ nexiva diffusics was disconnected at the distal end of the catheter during blood collection. The following information was provided by the initial reporter: ¿ the nurse inserted the IV and while she was attempting to obtain a blood sample for gfr, the distal end of the catheter became disconnected. ¿

Event description:
It was reported that a bd¿ nexiva diffusics was disconnected at the distal end of the catheter during blood collection. The following information was provided by the initial reporter: ¿ the nurse inserted the IV and while she was attempting to obtain a blood sample for gfr, the distal end of the catheter became disconnected. ¿

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8268866. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to review the physical sample, the root cause for this complaint could not be determined at the conclusion of our review h3 other text : see h.10